Event description:
It was reported by dealer that the (B)(4) concentrator is producing low o2 alarming and shutting down. The dealer also states that the latch on the cover to the back door has broken. No further information is available.